Event description:
Boston scientific corporation informed bioform medical about a physician, who reported a pt, that was still in urinary retention one week after the coaptite bulking procedure. The pt was unable to void. The pt went back to the physician and had a catheter inserted. The pt was instructed on self-catheterization.

Manufacturer narrative:
Dr. Informed the boston scientific sales rep that, the pt was in urinary retention for 12 days post-procedure and was now voiding well. The urinary retention symptoms had resolved. The device lot number was not provided; therefore, the device history records could not be reviewed.